Manufacturer narrative:
Section b3, d4, and h4: additional information section b3: the event date was estimated manufacturer's investigation conclusion: the reported damage to the outer silicone jacket of the external portion of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images were submitted by the account. Further information was not provided by the account as they could not recall the specific case details. The heartmate ii lvas IFU and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event: the healthcare provider was unable to provide the date of admission. Description of problem or event: the pump malfunction that the healthcare provider referred to was reported under MFR #2916596-2019-03310. Approximate age of device- unknown because event date is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient's external portion of the driveline had multiple areas of rescue tape. The healthcare provider is unsure if the external damage was the ultimate cause of the patient's pump malfunction resulting in the pump being permanently turned off. No further information was provided.